Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file was reviewed following the reported events of power spikes, suspected thrombus, and a pump stop associated with a complete loss of power; these events are addressed via the pump investigation (MFR. Report # 2916596-2021-00481). The submitted log file contained approximately 124 days of data (day 253, hour 23, minute 27 ¿ day 372, hour 11, minute 52 and day 0, hour 0, minute 0 ¿ day 3, hour 20, minute 46 per the timestamp). The data in the log file did not indicate any issues with the system controller. Aside from the pump stop due to a complete loss of power, the pump maintained a speed above the low speed limit throughout the log file. The system controller was not returned for evaluation. There were no reported issues with the system controller. The reported events could not be correlated to an issue with the system controller. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii lvas operating manual under section 9.3.1 ¿switching from pm-power to batteries¿, section 9.3.2 ¿switching from batteries to pm power¿, section 10.2 ¿setup for battery-powered operation¿, and section 10.3.2 ¿battery-powered operation¿ inform the user that at least one system controller power lead must be connected to a power source (batteries, power module, or emergency power pack) at all times. This section cautions the user to ¿never disconnect power from both controller power leads at the same time or the pump will stop¿. Section 9.3.1 and 9.3.2 explain how to properly switch between power sources. Heartmate ii lvas operating manual section 8.3.6 ¿alarms¿ and heartmate ii lvas patient handbook under ¿the system controller¿ cover all alarms (visual and audible), including the low speed operation and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00481. It was reported that the patient had an increased lactate dehydrogenase (ldh) and were concerned about power spikes and thrombus. Upon interrogation the device had a complete power disconnect with pump stop per the patient's husband's report. Review of the log file confirmed a pump stop due to a loss of power to the system controller. Once power was restored the pump returned to operating at the set speed. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.